Event description:
On (B)(6) 2009, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The infrarenal aortic neck was severly angled and tortuous, and the patient later presented with distal migration of the aortic extender and trunk. On (B)(6) 2012, an aortic extender was placed as a proximal extension to the existing device.

Manufacturer narrative:
The manufacturing records review verified that the lots met all pre-release specifications. Additional device: (B)(4).